Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. Additional information indicates that the patient underwent an unrelated procedure, however, the ipg was able to communicate after that. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patient's ipg was replaced on (B)(6) 2024 to address the issue. Therapy was restored.